Manufacturer narrative:
The customer's reported complaint of the autopulse platform stopped compressions and displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message was confirmed during the archived review, but not during the initial functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse platform worked as intended. The probable root cause for the reported complaint based on the archive review was due to the patient's chest circumference is too small. The autopulse platform passed the initial functional testing without any fault or error. Unrelated to the reported complaint, a cracked front enclosure at the front end area was observed during visual inspection. The front enclosure was replaced to address the issue. This type of physical damage found during visual inspection is characteristic of user mishandling such as a drop. In addition, during the visual inspection, unrelated to the reported issue, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The autopulse platform is a reusable device and was manufactured in august 2007 and is more than 13 years old, well beyond the expected service life of 5 years. The archive data was reviewed and contained user advisory (ua) 18 (max take-up revolutions exceeded) error messages around the reported event date, thus confirming the customer complaint. Based on the archive, the take-up target value (the depth of compression) indicates the patient chest circumference small in size. The load cell characterization test was performed and confirmed both load cell modules are functioning within the specification. User advisory (ua) 18 is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
The autopulse platform (sn (B)(4) was used to resuscitate a patient in cardiac arrest. Manual CPR was performed for 7 minutes prior to using the autopulse platform. The autopulse platform stopped after performing compressions for an unknown period of time and displayed user advisory (ua) 18 (max take-up revolution exceeded) error message during the transport. The use of the autopulse platform was discontinued and manual CPR was performed for up to 8 minutes. The patient was successfully transferred to the hospital and the return of spontaneous circulation (rosc) was achieved in the emergency department. No consequences or impact to patient.